Event description:
The customer reported that the 7900 system performed an uncommanded shut down. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The interconnect cable was replaced. The system is operating as intended.